Event description:
Customer alleges there is no air coming out of the unit. (B)(4) no injury alleged.

Manufacturer narrative:
No serious injury alleged. Malfunction alleged. Customer alleges there is no air coming out of the unit. (B)(4) no injury alleged.